Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition. The unit failed the mdu-5 plus basic functional test. The root cause of failure is a defective clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-05358, 2134265-2014-05359. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) outside the patient, it was noted that the motor drive unit (mdu) did not react and was unable to perform automatic pullback. The lcd display appeared normal. The pullback was then restarted, however, the mdu still did not work. No patient complications were reported and the patient's status was stable.

Event description:
Same case as: 2134265-2014-05358, 2134265-2014-05359. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) outside the patient, it was noted that the motor drive unit (mdu) did not react and was unable to perform automatic pullback. The lcd display appeared normal. The pullback was then restarted, however, the mdu still did not work. No patient complications were reported and the patient's status was stable.